Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device would not power up. It was noted that it did power up with a known, good power supply. It was further noted that the electrocardiogram connector on the link electronic module (lem) board was loose, one power cord bay door latch tab was broken as was the left keyboard hinge. The device was to be scrapped. (B)(4).

Event description:
It was reported that the programmer originally returned as a trade-in device subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.